Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were noted under fluoroscopy on the right ventricular lead. No electrical anomalies were noted. The lead was capped and replaced during ICD change out due to normal eri. The patient was stable after the surgery.